Event description:
It was reported that the patient underwent a cervical disc replacement procedure. An unknown time post-op, while making a turning movement, the patient experienced a stabbing pain in the neck as well as a slight radicular pain going into the arm. In the 6 week control x-rays, it appeared as though the implant had some movement in the upper shell and appeared to be loose. The surgeon decided to do a revision and was able to takeout the prosthesis using forceps without any force. No additional information was provided.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
The sheath has a glossy external surface with no discoloration, deformation or cracking. No material damage noted to any of the externally observable components, including: endplates, sheath, and retaining wire. Appearance of biomaterial ingrowth noted on both the inferior and superior titanium endplates. Titanium porous coating appeared uniform and undamaged. Manual manipulation of the implant did not identify not identify abnormal implant movement or flexibility. No other macroscopic signs of corrosion, cracking, fracture, breakage, damage or excessive wear were identified. Further microscopic visualization of the titanium porous coated surfaces revealed small amounts of biologic tissue embedded between the beads. However, at 6 weeks post-implantation, it would be expected that the bony endplates would still be in the process of interdigitation with the porous shell structure. To date, no studies have evaluated the actual rate of bony apposition to the shells surface, so it is impossible to tell if this observed amount of tissue on the shell surface is normal or irregular. The lack of bryan implants removed at or near this time point further masks the ability to conclude the normalcy of this amount of tissue ingrowth. The in the foregoing complaint regarding the patient experiencing sudden onset of pain after a particular motion, the note regarding the loose implant condition at revision surgery, and the relatively short implantation time, would all be consistent with the conclusion that implant either experienced forces that caused developing bony bridging to cleave, or that the implant had not yet had enough time to incorporate into the endplates. Neither situation would be wholly unexpected nor would it be attributed to an implant defect. After visual, optical, and manual manipulation analysis, the implant appeared to be functionally intact and without material or mechanical defect.

Manufacturer narrative:
Review of multiple flouroscopic films taken of placement of bryan disc appear to show some anterior projection of the disc.